Event description:
It was reported the gastrointestinal videoscope had glue left in the distal tip from the last repair. The issue occurred during setup. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.